Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the outer gasket tore and leaked during the case. The trocars came from an fdc15 kit. There was no consequence to the patient.